Event description:
A dialysis home pt reported a system error 2240 alarm in drain 5/5 during treatment using homechoice device. The pt ended treatment at the time of the alarm and went to the dialysis unit the following day and rec'd prophylactic antibiotics. The pt noted there was a pin hole in the pt line of the homechoice set caused by his dog chewing on the line. There was no pt injury associated with this incident per the home pt.